Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803 the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
The investigation of the returned product revealed that it is an implant loss case instead of an implant fracture. As a result of the device evaluation, the following codes were added in h6: health effect - impact code 4621. Type of investigation code 10. Investigation conclusions code 50 d1 and d4 have been corrected in this report. Medical device problem code 2408 is correct. Please remove code 1260 that was submitted in the initial report. Please remove the component code 568 that was submitted in the initial report by error. Investigation findings code 213 is correct. Please remove code 3252 that was submitted in the initial report.